Event description:
Boston scientific received information that this atrial lead was exhibiting impedances greater than 3000 ohms and capture could not be obtained. The physician was inquiring if there were any advisories on this lead. This patient reported later that this physician told her that her least important lead was ruptured. The patient does not trust her physician anymore and would like a second opinion.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant informed the caller that there are no advisories for this lead and the lead may be fractured. The physician stated that he reprogrammed the device to vvi pacing. The consultant later referred the patient to our website for information on other physicians in her location. Eight months later the patient called back to ask about a competitor's recent advisory and to ask about payment for the lead revision procedure as she does not have medical insurance. A ts consultant instructed the caller to discuss the surgery with her physician. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Additional information was received noting that this lead was subsequently removed from service during an elective device replacement procedure. Damage to the lead body was noted. The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.